Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary right l4-l5 spinal root decompression. In july of 1999, the pt presented with recurrent lower back pain. The investigator noted the event as moderate in intensity. Pt was prescribed vioxx, celebrex, and voltaren. The event resolved with treatment in 10/99. The event was classified as unrelated to adcon-l. The event was considered an idiosyncratic effect.